Event description:
Related manufacturer reference number: 1627487-2022-00981, 1627487-2022-00983. It was reported that patient¿s leads had migrated. The s1 leads were outside of the foramina whilst the l5 lead had pulled out of the ipg. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00981, 1627487-2022-00983. It was reported that patient¿s leads had migrated. The s1 leads were outside of the foramina whilst the l5 lead had pulled out of the ipg. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2022 wherein, the left s1 lead was explanted and replaced, the right s1 lead was repositioned and the left l5 lead left in the same position. The physician opted to add a second l4-l5 lead. Effective therapy was restored post operatively. It¿s unknown which s1 lead was left or right and both are being reported as explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.